Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock while the patient was bending over. Technical services (ts) analyzed device episode data and found that the shock was inappropriate due to oversensing of possible sense b artifacts. During both treated and untreated episodes there was oversensing of small amplitude signals. The shock impedance was high within normal limits at 148 ohms. Ts suggested x-rays and in-clinic evaluation. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.